Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results was 467 mg/dl and the lab result was 331 mg/dl. Tests were done within 15 minutes with a difference of 49%. Pt did not experience any adverse events. No further info has been reported.